Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for two patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4) on an e602 analyzer. Erroneous results were reported to the clinician. The customer received a complaint from the endocrinology clinic about the results measured on the customer's e602 analyzer. The samples were repeated on and e601 and e602 analyzer, producing similar results. The samples were said to also have been sent to a reference laboratory where the results were the same. The results from this reference laboratory were not provided. The samples were then repeated on a siemens analyzer. The results from the siemens analyzer were what the clinician expected. This medwatch will cover ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to tsh and refer to the medwatch with patient identifier (B)(6) for information related to ft4. The first sample initially resulted as 2.25 uiu/ml for tsh, 5.57 pg/ml for ft3, and 2.31 ng/dl for ft4. The sample was repeated on an e602 analyzer on (B)(6) 2015, resulting as 2.22 uiu/ml for tsh, 6.37 pg/ml for ft3, and 2.66 ng/dl for ft4. The sample was repeated on an e601 analyzer on (B)(6) 2015, resulting as 2.35 uiu/ml for tsh, 6.68 pg/ml for ft3, and 2.47 ng/dl for ft4. The sample was repeated on a siemens analyzer on (B)(6) 2015, resulting as 3.26uiu/ml for tsh, 2.86 pg/ml for ft3, and 1 ng/dl for ft4. The second sample, from a (B)(6) year old female, initially resulted as 4.14 pg/ml for ft3 and 1.76 ng/dl for ft4 on (B)(6) 2015. The sample was repeated on an e602 analyzer on (B)(6) 2015, resulting as 3.18 pg/ml for ft3 and 1.45 ng/dl for ft4. The sample was repeated on an e601 analyzer on (B)(6) 2015, resulting as 4.4 pg/ml for ft3 and 1.84 ng/dl for ft4. The sample was repeated on a siemens analyzer on (B)(6) 2015, resulting as 3.65 pg/ml for ft3 and 1.54 ng/dl for ft4. The patients were not adversely affected. The customer's e602 analyzer serial number was (B)(4). Serial numbers for the other e601 or e602 analyzers were asked for, but not provided. A specific root cause could not be determined based on the provided information. The patient sample was no longer available for investigation. A general reagent issue can most likely be excluded. The discrepant values may relate to the presence of an interfering factor that either influence the assays from siemens or the assays from roche. Due to the different setups of assays, the antibodies used, and the variances in reference methods, differences in values may occur when comparing the values of assays from different vendors. In addition, it needs to be taken into account that the values of all thyroid parameters vary in function of age, gender, and other population characteristics.

Manufacturer narrative:
Received by mfg has been updated to 01/18/2016.